Event description:
Pt was injected with orthovisc on (B)(6) 2010 and had a slight skin reaction (mild rash) after the injection that went away after a few days. On (B)(6) 2010 the pt received a second orthovisc injection and developed a "sand paper" type of rash and blisters at the top left of her knee. The doctor told her to treat it with otc hydrocortisone. The pt is improving, but will not receive the 3rd dose of orthovisc.

Manufacturer narrative:
The device was not available to be returned.